Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the tip detachment could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Mw5090254.

Event description:
User facility medwatch report received that states, "procedure: left lower extremity angiogram, recanalization of chronically occluded left superficial femoral artery, and stent placement. During this deployment of the stent, the nose cone of the deployment apparatus became wedged in the tip of the 6 french sheath and detached from the remainder of the deployment apparatus. It was quickly realized that some of the stent remained un-deployed within the 6 french right groin sheath. FDA safety report ID# (B)(4)." Additional information per the medwatch report: event outcome required intervention.